Event description:
It was reported that after more than 100 days implanted, the catheter presented a hole and it was noticed when infusion of drug.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for eval. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.